Event description:
Customer reports sample result did not correctly transfer into rapidcomm laboratory informatics program.

Manufacturer narrative:
Customer further reported that the sample came over to rapidcomm as a proficiency and was found in the proficiency reports. Customer further states she was working with proficiency previously. The next shift ran this sample and it is believed the last pt was selected which populated the proficiency prefix "api" and the sample was sent to rapidcomm and routed to proficiency. Customer then realized that pt identification was incorrect and made the edit at the analyzer and tried to resend. The sample did not resend because rapidcomm identified this sample as a duplicate. The sample was entered manually in the lis system the next morning. Technical support was contacted by the customer and was able to reclassify the sample for the customer.